Event description:
It was reported that during surgery the extractor broke at the threads.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the stem extractor universal joint indicated the threaded male end is stripped, confirming the stated failure. The device was manufactured in 2013. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.